Event description:
Customer reported that she had high blood sugars. Customer stated that the drive support cap on her insulin pump is loose. Customer stated that his insulin pump is alarming motor error. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform displacement test or verify error alarm in alarm history screen due to motor error alarms.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.